Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38487 heartstring iii pms- july 2024, where they commented "not all target vessels can be accessed without fail" when asked about the use of getinge heartstring iii. The stabilizer provides access to all target vessels when mounted onto a sternal retractor.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11.while a catalog # was reported, no account information was provided so therefor we are unable to attain a ship history.